Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received missing o-ring at the reservoir tube, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was broken at the reservoir connection. It was reported that the retainer ring and o-rings were missing. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.